Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
Failure investigation has not been started yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that during patient use, the gui (graphic user interface) screen froze and was displaying ¿initializing user interface¿. The bdu (breath delivery unit) continued to deliver breaths to the patient. The patient was removed from the ventilator and placed on another nihon kohden ventilator without incident, there was no harm to patient.